Manufacturer narrative:
The investigation has just started; results wil be provided in a follow-up report.

Event description:
It was reported by the user facility: the device switches off automatically during the ventilation of a patient and reboots several times at intervals of 1 minute until it is switched off and replaced. No patient consequences reported.

Manufacturer narrative:
The affected evita 4 was checked by dräger service and the oxygen mixer cartridge was replaced. This was examined in the repair workshop of the manufacturer. In the technical analysis it could be determined that the function of the mixer cartridge was not given due to an electronics problem on the pcb way measurement. From the logbook entries, it can be seen that the device generated ventilation-related alarms on (B)(4) 2018 at 10:02 pm, before it attempted to correct the detected error with a warm start at 10:03 pm. Until 10:04 pm clock four warm starts were carried out. At 10:05 pm the device was switched off by the user. The device behaved as specified in the event of an error and tried to correct the error with a warm start. During a warm start, the evita opens the airway system to allow for spontaneous breathing. This process is accompanied by an alarm. Immediately after restarting the ventilation, a "mv low" alarm is generated. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the inital-report.